Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that patient were hospitalized due to diabetic ketoacidosis on unknown with blood glucose of unknown. Nurse states that she has patient on emergency having diabetic ketoacidosis claiming that she was not trained. The insulin pump will not be returned for analysis.